Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Investigations conclude that it is not likely that a defective mixer could contribute to carry over of gel particles since the mixer does not touch the sample tube. Fibrin clots or gel particles are the consequence of inappropriate pre-analytic handling of the samples.

Event description:
The customer reported that they received questionable results for at least two patient samples tested for albumin gen.2 (albumin) and creatinine plus ver. 2 (creatinine). Of the two samples, one had an erroneous creatinine result. The sample initially resulted as 740 for creatinine and this value was reported to the doctor. No units of measure were provided for the creatinine assay. A clarification has been requested. The doctor did not trust the initial result, so the sample was repeated. The repeat result was 78. The patient was not adversely affected. The creatinine reagent lot number and expiration date were asked for, but not provided. The customer noted that they had issues with the stirrer on the analyzer days prior to the event. After the event, the customer observed a big gel like particle on one of the probes. After removing this particle, everything was fine. The customer stated that the particle resembled plastic, but was not plastic or gel.

Manufacturer narrative:
The units of measure used for the creatinine assay were umol/l. The field service engineer checked the stirrer on the instrument because they had problems again. Other tests showed slight differences. The number of patients and tests which showed slight differences and tests was not provided. The customer also had undefined issues with the modular pre-analytics system. It was noted that the customer had problems again and also problems with the mpa pre-analytics system used. Other tests showed slight differences. No specific patient result information was provided. The field service engineer then checked the stirrer of the analyzer. The customer stated that the problem did not re-appear.